Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows, seal, chamber, and gasket were replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing a leak in excess of 4.5 lpm. There was no report of patient involvement.